Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels gradually elevated from 160 to the 200s mg/dl range after eating. Customer did not do anything to treat elevated bgs. Customer also declined to troubleshoot, indicating that they believed that the elevated bg was a result of the extended bolus feature and eating lunch. Customer is to discuss elevated bg levels with their healthcare provider.